Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned glucose results for 1 patient tested on the cobas b 123 instrument. The initial glucose result from the b 123 instrument was 137 mg/dl. The patient was showing signs of hypoglycemia, so the patient was tested again on the b 123 instrument with a result of 132 mg/dl. The patient was then tested on an accu-chek performa meter and the result was 17 mg/dl. The patient was re-tested on the performa meter and the result was 20 mg/dl. The patient injected insulin and received a local anesthetic prior to the testing. There was no allegation that an adverse event occurred. The glucose sensor cartridge lot number and expiration date were not provided. Qc results prior to and after the event were acceptable. The sensor showed no issues and the instrument was calibrated at the time.

Manufacturer narrative:
Qc results on the b 123 instrument were acceptable before and after the results in question. The glucose sensor cartridge lot number in use was 21580892. The glucose sensor cartridge showed no indication of deviation and showed as acceptable the entire time it was installed on the instrument. The instrument was calibrated. Calibration and sensor signals from the b 123 instrument were further investigated. No issues that would have affected the results were identified. Based on the extremely good repeatability of the sampling curve for the glucose sensor, the patient samples tested on the b 123 instrument were not affected by any fluidic or sporadic error. Based on the information available, the investigation was unable to find a definitive root cause.